Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specifications during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The low battery voltage was the result of high leakage current internal to the tantalum capacitor c1.